Manufacturer narrative:
Concomitant product: product ID 37603, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator.

Event description:
Information was received from a manufacturer representative (rep)regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that an impedance measurement was performed for an MRI and resulted in a short on contacts 0-1; impedance values were 32 ohms. It was noted that the patient was an impatient for something that was unrelated to the device/therapy; the MRI was also not related. The rep noted that the short was discovered about a month ago, but it is unknown when the issue began occurring as contacts 0-1 are not used for therapy. There were no therapy issues or symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.